Event description:
It was reported that pump battery was not charging and pump was no longer under warranty, with no additional event details provided. There was no reported adverse impact to the customer¿s blood glucose level. No corrective actions, troubleshooting steps, or replacements were reported, and no additional information was received regarding the outcome of the event.